Manufacturer narrative:
The accounts engineer replaced the coiled cable to repair the bed.

Event description:
The accounts engineer stated the bed has recently been upgraded to a p500he and he is seeing a 1-5 error code. He found the left coiled cable was pinched and some of the outer insulation was cut with bare wires showing.